Event description:
Device malfunction: suture came out of artery. Time of device malfunction: during vessel artery closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the rail suture was pulled to advance the knot the whole suture came out of the artery. The device was removed and a sheath was inserted to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.